Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ht70 ventilator shutdown and would not ventilate. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Event description per further review of the reported information and added the repair information per completion of investigation. Report sources foreign and other (B)(6) were selected incorrectly in initial report. Removed (B)(4). Added device code per review of reported information. Updated evaluation codes per completion of investigation/repairs. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ht70 plus ventilator shutdown and would not ventilate. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. It was reported that the ventilator was found to be delivering a breath every second. The ventilator was returned to medtronic/covidien for evaluation and an investigation was performed. The reported condition was confirmed. To address the issue, the high pressure safety valve and the proportional valve were replaced. The unit passed all testing and operated within the manufacturing specifications.